Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes therapy consultant reported via email that the insulin pump required frequent battery changes, rejected new batteries, and sustained scratches to the screen. The customer did not provide the blood glucose reading. The customer stated that the low reservoir icon did not always show due to the scratches on the screen but declined troubleshooting assistance for the matter.